Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a possible infection of their implantable pulse generator (ipg) implant site. The pacing system remains in use. No patient complications have been reported as a result of this event.